Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional clip to stabilize. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with a rotated heart and dilated annulus. One clip was implanted with no reported issue. Leaflet insertion was confirmed. After leaflet assessment, it was decided to deploy the clip. After deployment, a single leaflet device attachment (slda) was observed on the anterior leaflet. It was decided to implant another clip next to the implanted clip. An nt clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.